Manufacturer narrative:
(B)(4). It was reported treatment with vancomycin was discontinued sixteen days after initiation. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as onset of peritonitis, the patient began treatment with ceftazidime (intraperitoneal (ip), 1 g daily for three days) and vancomycin (ip, 2 g daily, expected duration of 16 days). Action taken with peritoneal dialysis therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.